Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review it was identified that a fusion procedure was performed 35 months post procedure due to a locking pin failure. There was no patient injury reported.